Manufacturer narrative:
(B)(4). The implant date reported was (B)(4) 2010, this is after the manufacturing date. Additional information has been requested to find out what the correct implant date.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient had an out of regulation (oor) warning on the screen. High impedances on the right electrode probably caused the issue; impedance measurements on contact 5 were >40,000 ohms. Troubleshooting of impedance measurements and reprogramming was performed. Reprogramming the right electrode because contact 5 was used in the current stimulation. Reprogramming was successful and the patient again had good therapy, same as before. The issue was resolved at the time of this report. No surgical intervention occurred nor was planned. The patient was alive with no injury. The rep further clarified two weeks later that the patient was programmed in bipolar mode, stimulation was in constant voltage. The patient did experience less effect of the stimulation, meanly more tremor and head deviation. Charge level of the implantable neurostimulator (ins) could not be determined, the patient could not remember. The patient was still doing fine since the reprogramming and has the same benefit as before. If additional information is received, a follow up report will be sent.